Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.